Event description:
It was reported that the patient had a loss of therapeutic effect and a loss of bladder control. The patient had been leaking since she got her new device implanted and was also having ¿difficulties¿ having a bowel movement. The patient stated that she was also having ¿burning and itching¿ in the vaginal area. The patient also thought she had a yeast infection. The patient stated that when she wiped after going to the bathroom she had a ¿little blood.¿ the patient had been on pain meds for a week but was no longer on them at the time of the report. The patient had pain at the implant pocket site and lower on her butt on the right side. The patient was unable to see her device but felt ¿it was burning and stinging.¿ the patient still had bandages on and that the pain felt better ¿to walk around.¿ the patient was feeling stimulation. The patient had not tried turning off her stimulation so was assisted in turning it down to 0.0 volts. The patient had a follow up appointment with her health care provider (hcp) ¿tomorrow.¿ further information provided stated that the patient went and saw her hcp and was now doing well. The discomfort the patient had was linked to surgical pain. The patient was interrogated on (B)(6) 2013 because of pain in her upper buttocks but had been diagnosed with sciatica by another hcp.

Manufacturer narrative:
(B)(4).